Event description:
On (B)(6) 2011, it was reported to boston scientific corporation that a male patient successfully underwent treatment on (B)(6) 2007, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). During a postoperative visit on (B)(6) 2008, the subject was found to have an elevated prostate-specific antigen (psa) and was treated with a course of cipro for possible prostatitis. The patient's condition was reported as fine post treatment.